Event description:
A dialysis facility reported that there was an excessive fluid removal of 1.7 kg. From a pt during a hemodialysis treatment. The pt reportedly became hypotensive (bp=110/50) and was given 200 ml. Of saline. He was stable upon discharge.